Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info regarding the pt and device has been requested.

Event description:
Literature: sagawa r, yoshida a, funayama t, okuyama t, akechi t, furukawa ta. Case of intrathecal baclofen-induced psychotic symptoms. Psychiatry clin neurosci. Apr 2011;65(3):300-301. Summary: the authors report a case of psychotic manifestations induced by intrathecal baclofen (itb) administration. Reportable event: it was reported that a female pt (B)(6) received a head injury in a traffic accident and was diagnosed as having diffuse axonal injury and experienced limb dystonia. Itb therapy was started in (B)(6) 200x (yr unclear) and the maximum dose of 1400 mcg/day was administered. A few days following this therapy, the pt experienced negativism, delusions concerning her own name and her husband, persecutory delusions of being observed and poisoned, delusions of interpretation, and acousma. The itb dose was decreased to 250 mcg/day, however, the pt's hallucinations and delusions did not improve. She had difficulty with daily living because of her psychotic symptoms, and she had to be admitted involuntarily to the inpatient ward of psychiatry the following (B)(6). Olanzapine (maximum dosage of 20 mg/day) and risperidone (maximum dosage of 8 mg/day) were both administered, but neither of these treatments was effective. Finally, her psychotic symptoms improved dramatically when baclofen was reduced to 50 mcg/day one month later (may). The pt's blood laboratory data and a cranial computed tomographic scan were within the normal limits; it was reported that the pt refused to undergo an electroencephalogram. The pt indicated that they remembered the episode after her symptoms disappeared, commenting, 'I felt that I was in a long dream.' After a few months, following an episode of stiffening and pain in the limbs, the dose was again re-increased to 80 mcg/day and the pt's psychotic symptoms similar to her previous episode re-appeared; these subsided only after the dosage of itb was decreased to 50 mcg/day. It was noted that baclofen withdrawal as well as intoxication can induce psychiatric symptoms.